Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer noticed a crack on the pump about a week ago and was in antarctica. The customer stated that the top of the reservoir compartment was damaged and felt scratchy. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.